Manufacturer narrative:
The ventilator was investigated by our field service engineer (fse). The ventilator failed pre-use check and an air leakage was noted from the air inlet. The nozzle unit in the air gas module was found to be damaged. After the nozzle unit was replaced, the ventilator was tested, passed pre-use check and was cleared for clinical use. A picture of nozzle unit was provided, which was not returned for investigation. The nozzle unit is part of the gas module and regulates the inspiratory gas flow to the patient. It consists of a membrane, a mouthpiece and a feather spring. The membrane in the nozzle unit is pressed against a mouthpiece with a feather spring to regulate the gas flow through the gas module. Since the nozzle unit was not returned for investigation, the root cause of the reported alarms has not been conclusively determined, but the damaged nozzle unit most likely contributing to the event. How the nozzle unit became damaged is not known.

Event description:
It was reported that during patient treatment, the ventilator generated alarms for low o2 concentration. There was no patient harm. (B)(4).